Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the right ventricular lead exhibited capture anomaly and sensing anomaly. Repositioning the lead did not resolve the issue. The lead was not used and a new lead was implanted. The patient was stable.